Manufacturer narrative:
(B)(4). D10: unknown - unknown cr persona sz 8 femoral component - unknown. Unknown - unknown 12 mc articular surface - unknown. Unknown - unknown cemented 0 deg keel sized e tibial component - unknown. Unknown - unknown cement - unknown. Attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient had an initial left total knee arthroplasty. Subsequently, the patient's knee buckled and they had quadricep pain. Radiographic imaging identified a tear of the vastus lateralis and central quadricep muscle. Approximately 6 weeks post-op, the patient underwent a quadricep repair without complications and all implants were retained. Attempts have been made and all available information has been provided.